Manufacturer narrative:
The customer reported that the cns (central monitoring system) will not boot. The cns was returned to (B)(6) after it was loaned to an unknown hospital. It was reported that the unit was being tested after it had sat on a shelf to be used for another hospital. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The motherboard and cmos battery was replaced and the bios setting was reinstalled. Once the cns was able to fully boot up in windows the software would not open up and the cns would freeze. The hard drive was replaced to resolve this issue. Currently waiting for a purchase order from (B)(6). The repaired cns will be returned to (B)(6) as soon as the purchase order for repairs is received. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the cns (central monitoring system) will not boot.

Manufacturer narrative:
The device related to this complaint was returned and evaluated. The customer complaint was confirmed and the cause of the malfunction was identified. The device was repaired and returned to the customer.